Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 468mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. Reviewed the alarm history and found low reservoir alarm on the day she changed the infusion set. The programming, time, and date were correct. The customer stated that she does not have supplies to perform further testing. The customer stated that the doctor recommended having the insulin pump replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.